Event description:
During a stent assisted coil embolization procedure of an unknown target vessel, the prowler select plus microcatheter (606s255x/ 16091616) was positioned in the target lesion; however the enterprise stent (enc452212/10361575) could not be advanced through the microcatheter. The surgeon had to remove the stent and microcatheter and changed to new device to complete the procedure. After removal, a kink was noted on the microcatheter. It was unknown if the kink caused the resistance. There was no report of patient injury.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00121 and 1058196-2015-00120.

Manufacturer narrative:
Additional information: it was confirmed on (B)(6) 2015 that the prowler used during the procedure was a prowler select lp. The lot and catalog numbers were unknown. Complaint conclusion: during a stent assisted coil embolization procedure of an unknown target vessel, the prowler select lp microcatheter (catalog/lot unknown) was positioned in the target lesion; however, the enterprise stent (enc452212/10361575) could not be advanced through the microcatheter. A continuous flush had been maintained through the microcatheter. The surgeon had to remove the stent and microcatheter and exchanged to new device to complete the procedure. After removal, a kink was noted on the microcatheter. It was unknown if the kink caused the resistance. There was no report of patient injury or clinically significant delay in the procedure. A non-sterile prowler select lp microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected, and it was found kinked. The microcatheter was inspected under microscope; it was found kinked on the microcatheter body. The ID from the microcatheter was measured and was found within specification. The functional test was performed. An attempt to flush the received microcatheter using a lab sample syringe (635-002) was not possible since the water was not came out from the distal end of the device. A guide wire .014¿ lab sample was introduced into the microcatheter, and it was stuck at 22cm from proximal end of hub. The microcatheter was cut at 23.5cm from hub and additional force was applied, and residues of dry saline solution were expulsed from the section cut. Since the lot number of the device was not provided, a DHR review could not be performed. The catheter kink and obstruction was confirmed during the visual analysis. The cause of the failure experienced by customer could not be conclusively determined; however, procedural/handling factors may have contributed to the event. The analysis suggests that the failure reported could not be related to the manufacturing process. Therefore no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00121 and 1058196-2015-00120.